Event description:
Application version:4.2.3

Manufacturer narrative:
Correction: b5.desc evt problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Host tablet os version: 18.1.1.

Manufacturer narrative:
Correction: b5.desc evt problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the connection to the implantable device was abruptly lost was confirmed. Analysis also confirmed that connection was unable to be re-established. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) generator replacement and defibrillation threshold testing (dft) using the mobile programmer base, the connection to the implantable device was abruptly lost, displaying a red ¿x¿ from the patient connector to the device. It was noted that as a result, defibrillation therapies were unable to be programmed on. Troubleshooting steps were taken to include moving the base closer, attempting to reinterrogate using the same patient connector, restarting the application, and holding the grey button for rapid blinking, however all attempts were unsuccessful. The patient connector was replaced with an alternative, however the connection was unsuccessful. A new mobile programmer system was then utlised, after which interrogation in post-operative recovery was successful. It was further noted that the defibrillation pads had to be reapplied due to the therapies not being turned on when required at the end of the case. No further patient complications have been reported as a result of this event.